Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted and replaced because the leads were positioned incorrectly during the original implant. The physician wanted to implant new leads and decided to replace the pacemaker as well. The hospital retained the devices. There were no adverse patient events reported. Should additional information be received, this file will be updated.